Event description:
Per the clinic, the patient does not tolerate her implant, that it makes a lot of noise and requested that the device be explanted. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on october 26, 2023.